Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer. The investigation is pending at the time of this report.

Event description:
The customer alleges that the glide sheath frayed while being inserted into the patient. The tip of the sheath peeled apart. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath/dilator assembly for evaluation. Visual examination of the returned sample revealed that the dilator was returned inserted through the sheath and was protruding from the sheath tip. The peel-away sheath tip is slightly damaged but the dilator tip appeared undamaged but hds signs of use. Microscopic examination revealed that the sheath tip edge was flared and slightly pushed back creating a bend/fold. This damage results in an uneven/jagged tip edge. Microscopic examination of the dilator revealed that it was used but not damaged. The sheath measured 2.80" in length , which meets specification. The tip inside diameter (ID) could not be accurately measured due to the tip damage. The returned dilator measured 3.86" in length , which also meets specification. A 0.018" diameter pin was passed through the dilator confirming that it was not blocked. A device history record (DHR) review was performed on the sheath/dilator assembly with no relevant findings. The instructions-for-use (IFU) supplied with this product provides insertion techniques for the sheath/dilator assembly. The IFU directs the user to pre-dilate the puncture site if necessary. It was not reported if this was done. Other remarks: the report that the sheath frayed during insertion was confirmed through examination of the returned sample. The sheath tip exhibited white stressed areas and rippled material that is pushed back toward the proximal end. The ripples indicate that the sheath met resistance during insertion and it pushed the material back. Based on the appearance of the sheath and the report that it bent during insertion, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the glide sheath frayed while being inserted into the patient. The tip of the sheath peeled apart. No patient injury or consequence.